Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling, ramping numbers or scroll bar moving with no input noted. Unable to perform displacement, prime, system sensor, basic occlusion, occlusion and no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers are ramping on their own. Customer also indicated that the up and down arrow buttons are stuck. The customer's blood glucose reading was 105mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.